Event description:
Account reported they obtained discrepant results for two patient calcium samples. Sample one initial 7.9 mg/dl, repeat 8.8 mg/dl. Sample two initial 8.2 mg/dl, repeat 9.0 mg/dl. No adverse events were reported in association with the incorrect results. The field service rep found the instrument was contaminated and repaired the instrument.